Manufacturer narrative:
This report is submitted on june 04, 2021.

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a percutaneous baha implant system due to headaches. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.